Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that stress was applied to the tip of the light guide connector inside the scope socket, there is a possibility that the adhesive of the light guide connector tip has peeled off. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tip of the light guide remained inside the main body after the inspection. This occurred when using the otv-s12 (video system center) in combination and removing the scope from the main body. The part that should not have been removed was left behind and stuck in the otv-s12 main body. There were no reports of patient or user harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.